Event description:
It was reported to boston scientific corporation that a percutaneous access needle was used during a right percutaneous nephrolithotomy procedure performed in (B)(6) 2017. The patient experienced pleural effusion and thoracentesis procedure was performed.

Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2017. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient code e7314 captures the reportable event of pleural effusion. Imdrf impact code f19 captures the reportable event of thoracentesis.